Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: analysis found: nafc0180 - computing resources overburdened. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screen on the navigation system was blue when the site attempted to launch the ent software. System would eventually launch but took longer than normal. Reinstalling application attempted without resolve. Launching into admin would resolve the issue. Deleting older patient files resolved the issue entirely. There was no patient present when this issue was observed. They were getting a blank blue screen after selecting the ent software.